Event description:
The account reported the left side rail will not latch. The stretcher is in the facilities basement repair area. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Upon investigation, the technician found the left side rail latch on the device had a missing screw. He thinks the screw on the device became loose over time due to the upward and downward motion and the account never tightened it. Eventually, the screw fell off from the side rail which resulted in it being unable to latch. See scanned page. The device referenced in this report is over 12 months old and according to the recommended preventative maintenance schedule, at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the left side rail shoulder screw to resolve issue. Based on this info, no further action is required.